Event description:
It was reported that customer ran out of insulin in pump and the pump notified of a temperature alarm so insulin was not resumed. Subsequently the customer was admitted to the hospital; details and nature of hospitalization were not provided. At the time of the report with tandem technical support there was no additional information available. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.